Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited possible loss of capture. Boston scientific technical services (ts) reviewed the remote monitoring presenting electrogram and discussed there may be left bundle branch block. Ts discussed option of checking patient in clinic to assess capture. No adverse patient effects or symptoms were reported.